Event description:
It was reported that nine days following a coronary artery drug eluting stenting treatment procedure, the pt experienced chest pain and one day later, thrombosis was found and the pt died. The target lesion was located in the circumflex (cx) artery. A non-boston scientific (bsc) guide catheter and guide wire were used. Vascular access was via the right femoral artery. The lesion was predilated using a 2.5 x 15mm non-bsc balloon inflated to 8 atm. A 3.0 x 18mm taxus express2 drug eluting stent was advanced but did not cross the more distal 90-95% stenosed lesion at the bifurcation of the obtuse marginal (om). Therefore, two non-bsc bare metal stents were advanced across the lesion and deployed at 15 atm. The more proximal lesion was 75-90% stenosed and was stented using a 3.0x16mm taxus express2 stent deployed at 14 atm. The stenosis was reduced to 0% with timi grade 3 flow. The pt received angiomax during the procedure and was prescribed aspirin and plavix following the procedure. The pt was transported to the telemetry unit of the hospital in stable condition. Clinical impression stated successful ptca to the left cx. "Pt with moderate to severe ostial lad disease with chronic total rca occlusion. Recommend follow up ptca drug eluting stents to these vessels." Nine days later, the pt experienced chest pain. The next day, the pt presented to the emergency room where he had a cardiopulmonary arrest requiring CPR and intubation. The pt was transferred from the ICU to the cardiac catheterization lab where he had a second cardiac arrest. Coronary angiogram revealed occlusion of the distal obtuse marginal stent and occlusion of the lad at the origin. CPR was performed. "During the discussion regarding the necessity for emergent angioplasty versus emergent coronary artery bypass surgery, the left anterior descending spontaneously re opened and the pt's blood pressure stabilized into the mid 80's. As a result, the decision was made to move emergently to surgery and intra-aortic balloon pump was successfully placed." The pt received heparin, atropine and epinephrine. The pt was sent ot the operating room for emergent coronary artery bypass grafting times 3. Upon transport and placement on the operating room table, the pt arrested again and CPR was begun. The pt was placed on cardiopulmonary bypass. Following coronary artery bypass grafting, temporary atrial and ventricular pacing wires were placed and the balloon pump was resumed. The pt was weaned from bypass. "At this point, the pt had no underlying myocardial contractility." The pacer and intra-aortic balloon pump were discontinued. The pt was pronounced dead in the operating room. Add'l info has been requested as to the documented cause of death and the relationship of the event to the taxus express2 stent.

Manufacturer narrative:
H6: a unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8741261 found that the device met its material, assembly and product specifications at the time of release to distribution. This particular batch has no other associated complaints.